Event description:
User facility reported that the device was implanted in patient to allow for administration of a clinical trial drug on (B)(6) 2012. On (B)(6) 2013 the patient developed swelling localized above the injection site. The device was surgically revised on (B)(6) 2013 due to suspicion of leaking. No permanent adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.